Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically b reached due to melting. The overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that left ventricular (lv) lead had chronic phrenic nerve stimulation. During the attempted lead revision, the lead separated during bovie of pocket. The lead was partially explanted and a new lv lead was subsequently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.